Event description:
The customer received a blood glucose reading of 358mg/dl on the contour next link meter and insulin was administered accordingly. His blood glucose dropped below 70mg/dl and he was taken to the hospital. There was no information regarding symptoms or treatment. Customer refused to return the test strips for evaluation. A new meter was sent to him.